Event description:
It was reported that an occlusion alarm occurred while customer was driving, so no troubleshooting was performed at that time and customer planned to call back after returning home. There was no reported impact to the customer¿s blood glucose level. Multiple follow-up attempts were made by technical support with no response from customer, and no additional information was received regarding the outcome of the event.